Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation description of event: as reported, the ncircle tipless stone extractor was tested in the uncoiled position prior to use and the basket functioned properly. This was a case of transurethral urolithotomy (tul) approach into the renal pelvis. The kidney stones (unknown size) were fragmented using a laser under a flexible ureteroscope, and the stone fragments were retrieved using another ncircle tipless stone extractor. The basket was able to capture stones 2-3 times before the basket would no longer open or close. The procedure was completed using another same type device from the hospital inventory. A laser was not used while the basket was being used. There was nothing in the patient's anatomy that kept the basket from opening/closing. No part of the device separated. The patient was not under anesthesia. Upon examining the device, it was noticed that a wire coming out of the black connector hole at the end of the handle. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor returned for investigation, with only label from original packaging. Handle in open position. The collett (black knob at the proximal end of the handle that secures the cannulated handle in place) was found to be tight, indicating proper assembly. Handle moves freely but does not actuate basket formation. Handle disassembled and reassembled. Operates as designed, actuates basket assembly per specifications. The user provided a picture that showed the cannulated handle was visible sticking out of the proximal end of the handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the ncircle tipless stone extractor was tested in the uncoiled position prior to use and the basket functioned properly. This was a case of transurethral urolithotomy (tul) approach into the renal pelvis. The kidney stones (unknown size) were fragmented using a laser under a flexible ureteroscope, and the stone fragments were retrieved using another ncircle tipless stone extractor. The basket was able to capture stones 2-3 times before the basket would no longer open or close. The procedure was completed using another same type device from the hospital inventory. A laser was not used while the basket was being used. There was nothing in the patient's anatomy that kept the basket from opening/closing. No part of the device separated. The patient was not under anesthesia. Upon examining the device, it was noticed that a wire coming out of the black connector hole at the end of the handle. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.